Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor and as a result, the customer experienced adverse event with a symptom of shaking. The customer was administered insulin (type/dose unknown) by the spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.